Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B3: unknown date d1, d2, d3, d4, g4 ¿ 510k: this report is for an unk - guide/compression/k-wires/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is j&j company representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent an osteosynthesis with a va clavicle 2.7. During the surgery, the tip of the compression wire broke off when it was used for temporary fixation. The broken fragment was not able to be removed and was remained in the body. The surgery was completed successfully with no surgical delay. This report is for one unk - guide/compression/k-wires. This is report 1 of 1 for (B)(4).